Manufacturer narrative:
Device evaluated by MFR: the returned device consisted of an interlock 35. Only the main coil was returned. The delivery wire and introducer sheath were not returned. The main coil was found kinked and stretched near the interlocking arm and along the main coil. The fiber bundles had blood residue. Inspection of the main coil found the number to distal fiber bundles to be one less than the specified amount. No further damage was found.

Event description:
Reportable based on analysis completed on 18sep2019. It was reported that the coil was stuck in the tube. An 8mm x 40cm interlock-35 was selected for use. During the procedure, the coil became stuck in the tube. There were no patient complications reported. However, device analysis revealed a missing distal fiber bundle.